Manufacturer narrative:
Information received on 2019-dec-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information wasreceived from the healthcare provider (hcp) via the manufacturer's representative on 2019-dec-16. It was reported that the patient did not experience any symptoms related to the tunneling tool handling cracking. The patient's weight at the time of the event was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a catheter extension kit component. On (B)(6) 2019, it was reported that the tunneling rod handle cracked during tunneling. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis identified a crack in the plastic handle of the tunneling rod which is consistent with being caused by user handling. If information is provided in the future, a supplemental report will be issued.